Event description:
General report received of an unspecified number of undocumented incidents of the devices would not pass the cassette test. On unspecified dates, the tubing sets were to be used to deliver unspecified medications, at unspecified rates, via a plum pump. It was reported that after the tubing sets were primed, the cassette of the tubing sets were loaded into the pump. At this time, the customer contact reported that the pump alarmed "cassette test failure." The tubing sets were replaced and the therapies were initiated. There were no reported adverse patient effects and no reported delay of therapy critical to these patients. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.